Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the infusion was noted to be unexpectedly empty. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The iui connectors were dull and the bezel assembly was noted to be a 3rd party part. The event was reported to have occurred in the morning on (B)(6) 2018, however there are no entries in the pcu event log for this date. Review of the log shows that the last infusion on 01 may 2018 was for oxytocin ob drip induction with 169.93ml recorded as being delivered. The first infusion that occurred on (B)(6) 2018 was for an unspecified primary fluid at 125 ml/hr and 2 secondary infusions of penicillin g to infuse over 15 minutes each. The secondaries completed in the correct time. The recorded volumes infused were 233.627ml for the primary infusion and 100.041ml for the secondary infusions. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that the infusion was noted to be unexpectedly empty. There was no patient harm.